Event description:
No additional event information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information related to final investigation. The following sections were updated: b4 b5 d4 d9 g3 g6 h2 h3 h4 h6 h11 complaint can be confirmed through the returned product analysis. Review of the most recent repair record determined the unit was found to have unstable motor speed, a worn machined head, and was out of calibration; however, the repair was not completed because the repair quote was rejected, and the device was returned unrepaired. DHR was reviewed and no discrepancies related to the reported event were found. Root cause has been identified as the device exhibits wear and tear from repeated use. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This incident is being recorded under (B)(4). Once investigation is complete a final/supplemental report will be submitted. G2: foreign: italy. E1: telephone: (B)(6).

Event description:
It was reported that outside of surgery the unit was not cutting properly. No patient harm or surgical delay occurred as there was no patient involvement. Diligence is in process.